Event description:
The patient was admitted for a procedure in 2008 with a 75% lesion in the proximal circumflex. The lesion was a de novo, moderately calcified and slightly tortuous. The lesion was pre-dilated with a balloon and then 3.5 x 13 mm cypher stent was being delivered to the target lesion, but the physician felt friction within the guiding catheter. Although, the cypher exited the guiding catheter, the cypher did not cross the target lesion. Therefore, the cypher was retrieved from the pt and the physician confirmed the stent struts to be flared at the distal end. Therefore, a 3.5 x 12 mm taxus stent was implanted and the procedure was finished successfully. There was no pt injury reported. The physician commented that although intravascular ultrasound was conducted and calcification was not severe, there is possibility that the cause of crossing difficulty and the stent flare was due to moderate calcification.

Manufacturer narrative:
This international cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.